Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain. During a revision surgery, the physician explanted and replaced the device. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100652370. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Pain is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. The reported patient symptom of pain is a known risk associated with this device type and indicated as such in the instructions for use.